Event description:
Caller reported mobile blood glucose results of 10 mg/dl and 151 mg/dl within 10 minutes. Caller reported another, separate comparison on the same system of 35 mg/dl and 65 mg/dl within 10 minutes. No adverse event was reported. Strips are not available for return.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Strips not available for return.